Manufacturer narrative:
Added explant date (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a post-operative visit the lead was discovered to have migrated into the epidural space. System programming was performed with remaining leads to achieve adequate pain relief at that time, however pain had returned. Lead was removed and replaced with similar model. Stimulation was restored following surgery.